Event description:
Initially, it was reported that the patient complained of four seizures back to back. The device diagnostics were within normal limits. The patient was referred to the surgeon for consult. Clinic notes dated (B)(6) 2016 note that the patient has been having increased seizures. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient had generator replacement surgery on (B)(6) 2016, most likely due to the generator migration. The facility does not return explanted product to the manufacturer. No further relevant information has been received to date.

Event description:
The physician reported that the patient did not experience an increase in seizures. It was reported that the patient experiences pain in the neck and throat that may be related to vns. The patient reported lost weight and reported a knot in the neck along with generator migration. The patient also experienced tinnitus. It was reported that the physician believes the device has moved and there was no suspected patient manipulation or trauma that occurred. The physician does not believe that the migration is related to the weight loss. The physician indicated device diagnostics were within normal limits. The physician referred the patient to the surgeon for evaluation to preclude a serious injury and for patient comfort. The patient has cancelled several appointments with the surgeon. Attempts to obtain additional relevant information have been unsuccessful to date.